Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief. The patient had declined reprogramming. The evoke scs system was confirmed to be functioning as intended prior to the explant. It was additionally reported that during the patient's trial period, the patient did not report significant pain relief from the evoke scs system's therapy.